Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results with control solution of "8.9mmol/l" compared to what it should be per the test strip vial of "5.8mmol/l". This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/03/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 1/30/2013 and 8/29/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.